Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retains of device lot w62754b. No issues with ckmb recovery were observed. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. This event is being reported as device is same/similar to 510k: k080269.

Event description:
On (B)(6) 2017, a nurse tested her own edta blood sample using the triage profiler sob panel and received a normal ck-mb result of <1.0 ng/ml. The sample was sent to the laboratory and produced an abnormal ck-mb result of 37 u/l. No treatment or intervention was administered or withheld based on the triage ck-mb result. Facility triage ck-mb normal cutoff= 4.3ng/ml. Facility laboratory ck-mb normal cutoff= 24u/l.